Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The failure was isolated to the monitor's electrode belt receptacle being damaged causing the hv pin to be bent. The root cause for the damaged receptacle was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.